Event description:
The patient reported that the ok button began sticking last week. The patient reportedly wore the pump in a velcro pouch attached to his belt and did not clean the pump.

Manufacturer narrative:
(B)(6). The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the ok button was found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A review of the device history record showed the pump was operating within specifications at the time of release.